Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting device return.

Event description:
Ecn event description: md attempting to cannulate the ripv. Tried to manipulate the guidewire and had trouble doing so. Pushed and pulled gently and couldn't get the wire to move at all. Pulled a little harder and the guidewire started to unravel in the patient. Immediately stopped and removed device from patient. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: no troubleshooting. Removed catheter from body. What is the next course of action?: got a new catheter and guidewire. Patient present at time of event?: yes. Patient complications: no patient complications. Procedure number: (B)(4). Complaint summary: during an atrial fibrillation ablation, a farawave was selected for use. During procedure, when it was attempted to cannulate the right inferior pulmonary vein, it was tried to manipulate the guidewire and had trouble doing so. Pushed and pulled gently and couldn't get the wire to move at all. Pulled a little harder and the guidewire started to unravel in the patient. Immediately stopped and removed device from patient. The catheter and guidewire were replaced, and the procedure was completed with no patient complications. The device is expected to be returned. 11jun2025, per gfe: "I do not have this lot information anymore. I have not received the e-mail with the rga number in it so I can prep it to be sent back. Bsci starter wire was used. I don't have this information as noted in the complaint. It was opened before I came in the room and there was biohazard material on top of the can when this event happened. The original wire was shredded so a new one was opened. No, I don't have this lot number either. As noted, there was no issue loading before inserting the catheter. Three of the 4 veins were completed before the issue. The physician tried to push then pull the wire but couldn't get it to move. He then pulled a little harder and the wire uncoiled. No tissue seen at tip of catheter. Advanced past the tip. Guidewire is still in catheter. The guidewire was not reloaded into catheter. Heparin was given pre transeptal. Right after access. Act results prior event were above 300. Mapping used was fluoro, ice and esi mapping.

Event description:
Ecn event description: md attempting to cannulate the ripv. Tried to manipulate the guidewire and had trouble doing so. Pushed and pulled gently and couldn't get the wire to move at all. Pulled a little harder and the guidewire started to unravel in the patient. Immediately stopped and removed device from patient. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? No troubleshooting. Removed catheter from body. What is the next course of action? Got a new catheter and guidewire. Patient present at time of event? Yes. Patient complications: no patient complications. Procedure number: (B)(4). Complaint summary. During an atrial fibrillation ablation, a farawave was selected for use. During procedure, when it was attempted to cannulate the right inferior pulmonary vein, it was tried to manipulate the guidewire and had trouble doing so. Pushed and pulled gently and couldn't get the wire to move at all. Pulled a little harder and the guidewire started to unravel in the patient. Immediately stopped and removed device from patient. The catheter and guidewire were replaced, and the procedure was completed with no patient complications. The device is expected to be returned. June 11, 2025, per gfe: "I do not have this lot information anymore. I have not received the e-mail with the rga number in it so I can prep it to be sent back. Bsci starter wire was used. I don't have this information as noted in the complaint. It was opened before I came in the room and there was biohazard material on top of the can when this event happened. The original wire was shredded so a new one was opened. No, I don't have this lot number either. As noted, there was no issue loading before inserting the catheter. Three of the 4 veins were completed before the issue. The physician tried to push then pull the wire but couldn't get it to move. He then pulled a little harder and the wire uncoiled. No tissue seen at tip of catheter. Advanced past the tip. Guidewire is still in catheter. The guidewire was not reloaded into catheter. Heparin was given pre transeptal. Right after access. Act results prior event were above 300. Mapping used was fluoro, ice and esi mapping.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.